Manufacturer narrative:
(B)(4).

Event description:
The event was reported by the customer from (B)(6): "bolus delivered without demand. Bolus have been delivered to the patient every 7 minutes, (at the end of each time programmed without bolus) but the patient didn't request any of those bolus. The patient began to be groggy, but the nurses detected the issue quickly. So no consequence to the patient. The bolus cord was directly connected to the pump. The nurses saw the issue. Without any request (pump or bolus cord) the pump delivered a bolus. Pump treatment information: pca mode / time without bolus: 7 minutes. Type of drug: morphin. Delay in therapy: no. Need for medical intervention: no"